Manufacturer narrative:
The ufr was the only source of information - dräger was not involved in any follow-up measures after occurrence and was unable to obtain further information from the contact person named in the ufr. This does not allow a case-specific evaluation. In fact, it cannot be differentiated if solely the display went black or if the device fully shut down due to power loss. It can also not be excluded that the device performed a reboot to remove a deviation in the processing of software routines that could not be removed by other means - if a reboot is being initiated, the device will briefly power off and back on, and after a typical period of 12 seconds, ventilation will be resumed with previous settings. Both reboot and power loss will trigger an acoustic alarm; the power loss alarm is being annunciated by the buzzer of the power supply which is buffered by an independent power source. The reported event may have been related to component malfunction (display backlight failed), infrastructure problems (issues within the hospital's power network), use error (device ran on battery until the latter was depleted) or a combination of multiple factors such as malfunction & lack of maintenance (device put into operation with a worn internal battery followed by power supply malfunction). A differentiation is not possible due to lack of information, age of the device and its status of preventive maintenance is not known since there was no sn transmitted and because the device is not under a service contract with dräger. It is recommended to have the device checked by trained service personnel.

Event description:
It was reported that the display of the device suddenly went black during a running ventilation episode. The users reportedly replaced the device immediately; there was no detail in the report which would reasonably suggest that health consequences for the patient may have occurred. The unique device identifier (UDI) of the affected product could not be determined due to the missing serial number of the device. We will reiterate this with the customer. If this attempt leads to an UDI, we will submit a follow-up report.